Event description:
Patient needed a foley catheter for chemotherapy. Ativan was given prior to placing foley. Foley was placed without any problems, patient tolerated well, urine was found to be leaking out of the tubing by the hub of the catheter (prior to where the balloon attaches). The urine continued to drip for about 20 seconds as we assessed where it was coming from. Foley was removed immediately. Another foley catheter was then placed and tolerated well manufacturer response for foley catheter and urinary drainage system, bard latex free foley catheter tray pediatric (per site reporter): setting up a file for the complaint and working on sending it in.